Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. Reportedly, the battery compartment was cracked and the battery cap would not secure properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: a review of the black box showed unexplained reboot events had occurred. Visual inspection revealed that the battery compartment was cracked in two places and the battery cap threads were stripped. The battery cap was unable to fully attach to the pump and rebooting was duplicated. A test battery cap was able to carefully attach to the pump. Using the test battery cap, the pump successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no power interruptions occurring. The pump cover was removed and there was no evidence of moisture or any damage to the power circuit. Unrelated to the original complaint, investigation revealed that the display screen was discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.